Event description:
Related manufacturer reference numbers: 2017865-2023-05403 and 2017865-2023-05404. It was reported that a patient presented for a routine generator procedure on (B)(6)2023, where it was noticed prior to the procedure that there was puffiness around the patient's device pocket. It was claimed by the patient that this puffiness was present since implant. Given this information, the physician was unsure if this was related to the original implant procedure. Drainage was also noted coming out of the pocket once opened. A venogram was performed on (B)(6) 2023 to check for feasibility of a right side system implant, but the right subclavian was occluded. The patient was ultimately transferred, and a system explant procedure, including the removal of the patient's pacemaker, right ventricular lead, and right atrial lead, occurred on (B)(6) 2023. There were no patient consequences.

Event description:
New information notes that a culture was done post-system explant on (B)(6) 2023, which confirmed that the pocket infection was a curtibacterium.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Visual examination found no malfunctions. Based on the information received, the cause of the reported incident could not be conclusively determined.